Event description:
During a pci procedure, the maverick otw balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in the mid lad. A medikit introducer sheath and a 0.04" neos guide wire were also used in the procedure. No pt injuries or complications were reported.